Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. The software detected and alerted the user of excessive deflection forces on the load cell. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can led to the misplacement of screws. The software correctly detected the force and alerted the user of it. The user replaced the misplaced implants using traditional mis techniques. All other implants were placed according to plan with no adverse effects to the patient. The severity is observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.

Event description:
Apologies, original report did not process. Logs have been uploaded to inr portal. There was a suspected issue with the preop registration/merge. T12 fracture, screws placed at t10-11, l1-2. Namely, t11-l was placed lateral to the original place. Additionally, t10 screws placed proud. After discussion, suspected misstep may have been proper placement of fluoro fixture but no yet cause determined. Screws were repositioned via traditional mis jamshid technique.